Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2024 (related manufacturer reference number: 1627487-2024-12959), the patient's right l2 lead was dislodged from the original location. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.